Manufacturer narrative:
Investigation is not complete. Additional info has been requested from the user facility and the surgeon. This report will be amended when the investigation is complete. This event occurred in another country.

Event description:
Allegedly surgeon operated to insert patella button and while there changed insert. Insert looked good with no obvious wear visible.